Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer's call was disconnected before further information could be provided. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.